Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) sealant came out of the tissue track post deployment. There was no reported patient injury. Hemostasis was achieved by manual pressure. The user shuttled down completely. The deployer was trained. The stick location was the common femoral and a 5f sheath was used. The patient recovered. Multiple attempts to obtain additional information were made without success. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The sealant was found inside the shuttle cartridge abutting the balloon, exposed to blood. The sleeve was fully retracted against the shuttle handle. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No visual damages or anomalies were observed. Shuttle movement was checked and no resistance was felt. The advancer tube was properly engage the tamp lock during the investigation. A product history record (phr) review of lot f1912002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant dislodged¿ was confirmed through analysis of the returned device. However, the exact cause of the issue could not be determined during analysis. Based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU since the returned device indicated an incomplete removal of the mynxgrip during use as evidenced by the advancer tube received engaged to the tamp lock and the sealant abutting the balloon. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1912002 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) sealant came out of the tissue track post deployment. There was no reported patient injury. Hemostasis was achieved by manual pressure. The user shuttled down completely. The deployer was trained. The stick location was the common femoral and a 5f sheath was used. The patient recovered.